Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the printer was not functioning properly. The printer continuously printed intermittently with gibberish output. There were no delay or adverse events or injuries reported based on this event.